Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera from 2001 to 2005. Concomitant products included ibuprofen since (B)(6) 2014, naproxen since (B)(6) 2017, paracetamol (tylenol) since (B)(6) 2014 and topiramate from (B)(6) 2017 to (B)(6) 2018. In 2008, the patient had essure inserted. In 2009, the patient experienced urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infections") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient was found to have weight increased ("weight gain"). In 2014, the patient experienced pelvic pain ("pelvic pain") and dyspareunia ("dyspareunia (painful sexual intercourse)") and underwent cholecystectomy ("surgery (other) type of surgery: gallbladder removal"). In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In 2017, the patient experienced headache ("headaches") and vision blurred ("vision/eye problems type: blurry vision"). In 2018, the patient experienced mood swings ("mood swings") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), bladder disorder ("bladder problems"), urinary tract infection ("uti (interpreted as urinary tract infection)"), visual impairment ("vision problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, abdominal pain, back pain, dyspareunia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, hormone level abnormal, headache, visual impairment, weight increased, mood swings, vaginal haemorrhage, vaginal infection, migraine, dysmenorrhoea, vision blurred and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cholecystectomy, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 patient received treatment for pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), bladder problems, urinary problems, bladder infection, uti (interpreted as urinary tract infection). She was planning for essure removal for events abnormal bleeding, pain and too many complications. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2009: total bilateral occlusion. Both tubes were successfully closed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: pfs and mr received: this case became incident. New events mood swings, abnormal bleeding (vaginal), vaginal infections, migraines, dysmenorrhea (cramping), gallbladder removal, blurry vision and fatigue were added. Ablation was done for menorrhagia. Concomitant medications added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.